Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date (reported as having occurred during week of (B)(6) 2011 - (B)(6) 2001). Estimated date (reported as (B)(6) 2008). In this case, there was no reported product deficiency. Restenosis is a known adverse event as listed in the xience v instructions for use (IFU). Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. The lot number was not identified; therefore, a device history record review could not be performed. During manufacturing all stent delivery systems are subjected to a 100% visual inspection in addition, a quality control audit inspection is used to verify the product quality.

Event description:
It was reported that the patient underwent rx xience v stent implantation in the mid left anterior descending coronary artery in (B)(6) 2008. During an annual examination on approximately (B)(6) 2011, unspecified changes were noted on either electrocardiogram (ECG) or thallium test. Diagnostic angiogram was performed on (B)(6) 2011, revealing in-stent restenosis. The restenosis was treated with a cutting balloon, opening the artery. There was no adverse patient sequela. Though requested no additional information was provided.